Event description:
New information received notes that the lead was explanted on (B)(6) 2024

Manufacturer narrative:
The reported events of suspected lead fracture and high pacing lead impedance were not confirmed. As received, a partial lead was returned in two pieces. Lead impedance test could not be performed due to as received condition of the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: b5: field should reflect explant not related to original event.

Event description:
New information received notes that the lead was explanted on (B)(6) 2023, and the explant was unrelated to the original event

Event description:
It was reported that a patient presented in-clinic. Prior examination of the right ventricular (rv) lead had revealed high pacing impedance. The physician alleged the rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2021. Fluoroscopy performed during the revision procedure did not confirm any rv lead damage. No adverse consequences to the patient were reported.